Manufacturer narrative:
No additional information provided.

Manufacturer narrative:
Images were provided to edwards for review which were reviewed by an edwards physician, and the following observations and impressions were provided. The procedural cine was submitted for review, no pre-op CT images or procedural echo images were provided. The procedural cine showed a severely calcified annulus with moderate ai. The balloon aortic valvuloplasty (bav) was good, with no contrast injection. A waist in the balloon was visualized at full inflation. The undeployed valve was centered and coaxial, with a good, slow inflation. Post deployment, the valve was fully expanded and appeared to fill the entire sinus of valsalva (sov). Blushing appeared by the non-coronary cusp (ncc). Impressions: there was an annular rupture at the level of ncc confirmed by fluoro. Tee and pre-op CT were not provided. The reviewer was unable to determine annular size. It was recommended to perform contrast injections with a bav to determine correct valve size, especially in the presence of heavy calcification. As for training material, a valve smaller than chart size recommendation is suggested in case of heavily calcifications.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the surgeon believed that the lcc was calcified, causing the valve to dissect the aortic wall. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) the patient had a 23mm sapien 3 implanted by ta approach. Two minutes after implantation there was no cardiac output. Echo showed an annular rupture. The surgeon reviewed the implantation film and believed that the lcc was calcified, causing the valve to dissect the aortic wall. A thoracotomy was performed and the rupture was repaired. The patient was stabilized and there was no need for a second valve.